Event description:
Caller reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to perform a pump reset, and after the reset, the error code did not reappear. Customer was advised to wait 20 minutes before starting their sensor session and acknowledged the instructions.